Event description:
It was reported that the implant site of the insertable cardiac monitor (icm) device was not healing as expected. The boston scientific representative called boston scientific technical services (ts) and provided the patient was seen by the physician. The physician fixed a spot on the original incision site. Additional information from the boston scientific representative provided the physician found a spot on the original incision site that was not healing has expected. The physician made a small incision and removed the spot that was not healing. The physician then sewed the incision site back up. The physician advised there was no infection. The icm device remained implanted and was not repositioned. The device remains in service. No additional adverse patient effects were reported.